Manufacturer narrative:
Follow-up # 1 date of submission 08/05/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2016 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment. There was evidence of moisture contamination observed inside the battery compartment and on the underside of the battery cap. A leak test confirmed a leak at the battery compartment crack. The pump case was opened and no evidence of moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition cracked/damaged casing) issue. It was reported that the pump's battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.